Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI:(B)(6), serial: (B)(6), batch: a000087795.

Event description:
It was reported that the patient experienced ineffective therapy, burning sensations, electrical shocks, loss of extremity control and numbness, urinary incontinence, and heart issues. As a result, surgical intervention was undertaken wherein the entire system was explanted at unknown date to address the issue. It is unknown which lead caused ineffective therapy, burning sensations, electrical shocks, loss of extremity control and numbness and urinary incontinence.